Manufacturer narrative:
This report is submitted on june 09, 2023.

Event description:
Per the clinic, the patient experienced skin overgrowth and subsequently was treated with steroid cream (specific date and duration not reported). The implanted device remains.